Event description:
It was reported to tyco healthcare/kendall that a customer experienced problems with the angel wing blood collection set. The customer reports that the butterfly needle detached from the hub subsequent to the nurse completing a blood draw. Upon removing the angel wing the needle remained in the pt's arm; however, the nurse was able to remove the needle without injury to the pt.